Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A visual inspection of the handle and adapter noted no abnormalities. A functional evaluation replicated the uncontrolled rotation and found that the front handle screw hole was in the wrong position. The root cause of this issue was that the switchblock was biased to one side in relation to the front handle, creating a binding condition between the rocker assembly and a boss feature in the front handle. A product enhancement has been implemented to prevent this failure from reoccurring. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a gastric bypass, the stapler fired properly but would continue to rotate even though the button was not pressed. There was no injury or adverse event reported.